Event description:
Philips received a complaint on the patient information center ix indicating that they lost monitoring without alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone# (B)(6). A philips remote service engineer (rse) evaluated the device after a watchdog-triggered unexpected reboot occurred during patient monitoring. The rse reviewed the logs and determined that the surveillance system lost connection to the primary server, likely due to infrastructural issues, though no definitive cause was identified in the logs. It was consulted and found no issues with the network switch; however, the rse suspects a temporary issue with the surveillance nic card. The rse recommended upgrading the surveillance sql version and checking/replacing the network cable and patch outlet if necessary. The customer was informed of these findings and advised following up with their it department. Since the incident, the issue has not re-occurred, and the system was confirmed to be working as intended after the reboot. The device was operational after the reboot and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.